Event description:
No new information.

Manufacturer narrative:
The complaint of a leak from the q-syte connector was confirmed and the cause appeared to be manufacturing related. Five photographs were provided for investigation, which showed a damaged q-syte, a q-syte unit package, and a nexiva unit package. The male luer stem on the q-syte connector exhibited deformation, which may have prevented a proper seal between the q-syte connector and the adjoining luer adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During use, the connector leaked fluid. Five defective units were identified.